Event description:
A copy of the medwatch report from FDA was received, which states," the alaris pump indicated that the full dose of medication had been administered to the patient; however, a significant volume of medication remained in the infusion bag". There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.